Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 202 mg/dl, 127 mg/dl, and 98 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It is reported that patient underwent total hip arthroplasty on (B)(6) 2007. Due to pain and possible loosening of the durom acetabular component a revision surgery is recommended. Revision surgery is not yet scheduled.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.